Manufacturer narrative:
Continued phone number e1: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Physician reported, left side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety - product/ procedure: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported left side ¿subtle calcifications on the surface of the left implant, radiological findings suggestive of encapsulation." "The left breast prosthesis shows no signs of rupture, only a small amount of periprosthetic fluid.¿

Manufacturer narrative:
Corrected data: aware date in sup emdr 1, should have been listed as (B)(6) 2023.

Event description:
Physician reported, left side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Inflammation/irritation: unable to observe, as it is not related to the device. Seroma-breast: unable to observe, as it is not related to the device. Additional observations: observed, deformation on the device. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional, additionally reported, ¿chronic inflammatory infiltrated with reactive-repairing changes¿.